Event description:
Hosp staff were treating a pt who required pacing. Reportedly, the pacing current would increase when the pacer level control was decreased. The device power was cycled and the pacer current was reset properly. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.